Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient lost consciousness and was found by his wife (no details provided on what occurred before the patient lost consciousness). She did not attempt to treat the patient but instead called 911. When the paramedics arrived, the patient¿s cgm was reading 250 mg/dl and the bg meter was reading 25 mg/dl. The patient was transported to the hospital and treated with IV dextrose. The patient regained consciousness after treatment and was in the hospital for approximately 17 hours before being discharged home. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.